Manufacturer narrative:
Software logs were not received by medtronic at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure during servicing. It was reported that during the servicing, the system unexpectedly shut down. The system was plugged into the wall when the unexpected shutdown occurred. There was no beeping indicating the battery was low. The manufacturer representative tried to replicate the issue afterwards but was unable to. He checked the self-test and the batteries seemed to be discharging at a normal rate. The cause of the issue was unknown, as it was not replicated. There was no patient involved when this issue was discovered. Additionally, it was later reported that when the manufacturer representative went on site to obtain software logs, he reported that he was having trouble booting the system. The light was flashing blue for a few seconds, and then would turn off. Troubleshooting was performed at the time of discovering this issue by resetting the uninterruptible power supply (ups) by unplugging the system from the wall and holding down the power button for 30 seconds. The system then booted and the self-test showed no issues.

Manufacturer narrative:
H2) additional information: the in-house investigation found no failure with the returned battery, however, the part was sent to the vendor which confirmed a failure. The part was repaired. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Troubleshooting was performed and they exchanged the battery and ups to main cart and camera cart of system. Works as intended. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep and it was reported that the system fully power down.